Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20509. It was reported surgical intervention may be undertaken to explant the system due to pain at the ipg site. On the day of the procedure, the patient reported effective stimulation was never established. F/u identified surgical intervention occurred on (B)(6) 2013. There were no product abnormalities. Device was not returned to the manufacturer.